Event description:
Spontaneous contact from pt who advised she woke up this morning and noticed part of the cadd ext set which connects to the q-site was leaking. Pt changed to another cadd ext set but reported additional leaking at the same connection area. Pt then switched to an older cadd ext set she had on hand from previous orders and reported no issues. Pt thinks the cadd ext sets may be defective and provided lot number (6125892) and exp date (06/17/2030). Pt did not report any issues like this before. Unsure if md office aware. No additional information to report at this time. " did the reported product fault occur while in use with the patient? Yes " did the product issue cause or contribute to patient or clinical injury? Not reported " if yes, was any medical intervention provided? " is the actual device available for investigation? No " did we replace device? Yes " did the patient have a backup device they were able to switch to? Yes " if yes, was the patient able to successfully continue their infusion? Yes " is the infusion life-sustaining? Yes " what is the outcome of the event? Resolved? Ongoing? Resolved. Diagnosis for use: pulmonary arterial hypertension.